Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk ICD, implanted: (B)(6) 2009; 0158 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was capped and no new lead was implanted. Bi-ventricular pacing was abandoned. No patient complications have been reported as a result of this event.